Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29july2019. The manufacturer¿s international service technician confirmed the reported restart issue and replaced the cpu pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the occurrence of e/c 1101 (ventilator restart) in the diagnostic log. There was no patient involvement.